Event description:
The single trigger rotary was sent for eval due to a bur on the side of the handle near the trigger cutting the physician's glove during a procedure. There was no injury to the user, but sterile field was broke as a result. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device has a bur on the side of the handle by the trigger. The handle of the device was replaced.